Manufacturer narrative:
Philips investigated this complaint. Analysis of the log files indicated that the system had intelligent platform management interface (ipmi) errors confirming the malfunction of the system. A philips field service engineer (rse) inspected the system onsite and confirmed the report event. Fse replaced the suite pc and the system booted up except for the display of video. Further analysis, fse found that there was delay in network switch located in m cabinet causing flexvision pc from booting up. Fse replaced network switch but with no impact. Then fse went ahead and replaced mini display port and reinstalled pdu software however, flex vision pc was still not booting up. The flexviewing pc was reviewed by fse and it was found out that there were different cable connections on its rear panel. Fse replaced the flexviewing pc which resolved the issue. All the defective parts which were replaced were returned for analysis. Part analysis of the minidisplay port indicated that there was electronic failure with this component. The cause of the suite pc and flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the minidisplay port, suite pc and flexvision pc resolved the reported issue and restored the functionality of the system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.

Event description:
It was reported to philips that system was unable to booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.